Event description:
It was reported that the patient, who had an artificial urinary sphincter (aus) device implanted, experienced recurring incontinence. The aus device was explanted, and a new aus device was implanted. There were no further patient complications.